Manufacturer narrative:
The ICD was subjected to an electrical analysis, revealing that the device could not be interrogated. Therefore, the ICD was opened and the inner assembly was inspected. The inspection revealed that several components of the electronic module had been damaged, which resulted in the device no longer being interrogative. The battery voltage was measured and was within the expected range at 3.15 v. Based on the available information, no conclusion can be drawn regarding the root cause of the observed damages. However, based on the manifestation of the observed damages it is reasonable to assume that the damages were caused by external influences such as a medical treatment or diagnostic, including strong magnetic fields as used by MRI scan or stereotaxis navigation systems without prior deactivation of the anti-tachycardia therapy functions. If a charging cycle occurs in an external magnetic field, depending on strength and orientation, a saturation of the high voltage transformer may appear, leading to a temporary high current condition, which can in rare cases lead to the damages observed during destructive analysis of this ICD. Please note, that this does not represent a device malfunction. Next, the quality documents accompanying the manufacturing process for this ICD were re-investigated. All production steps were performed accordingly, and in particular the final acceptance test proved the device functions to be as specified. There was no indication of material or manufacturing problem.

Event description:
After an implantation period of approx. 57 months, it was reported that the device shows the eri status. The ICD was explanted. Should additional information be received, this file will be updated.